Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. Technical services (ts) was consulted and discussed sending the device data for analysis. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.